Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was involved in a car accident after losing consciousness while driving. It was stated that the insulin pump stopped functioning, and failed to provide the customer with sufficient insulin to regulate his diabetes. It was reported that the insulin pump was examined, and it had some alarms stored in the alarm history. It was stated that the customer did not understand the alarms, and he did not know that he needed to take immediate action to ensure his own safety and the safety of others. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifitations. The device passed all functional testing. A cracked reservoir tube lip, cracked belt clip slot and a scratched display window was noted during visual inspection.